Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that upon inserting the port to the patient, the infusion connector kept leaking when priming the syringe. Upon inspection, it was found that the infusion connector was crushed and cracked and could not be used and was then replaced with a new one. There was patient involvement, and no patient harm/adverse event reported.